Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The caller had reset the pump on her own without contacting technical support.